Event description:
Per the clinic, the patient experienced headaches. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the implant magnet. There are no plans to reimplant the patient with a new device as of the date of this report.